Event description:
Customer states that after operation was completed, white smoke came from nozzle. No pt harm occurred.

Manufacturer narrative:
The warmtouch 5200 and 5300 pt warmer have been discontinued and are being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.